Event description:
Reporter initially noted infections at facility. Additional info received noted pt presented nine days post-op with inflammation os. Cultured: staph epidermidis. No vitrectomy required. Pt reported as improved on 5/10/06.